Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level of (57 mg/dl) the customer consumed cookies to stabilize bg level. As tandem technical support was not contacted at the time of the reported issue, a system check was not performed. During the call with tandem technical support, the customer changed night time basal rate. The customer was advised to consult with health care provider.